Event description:
Customer reported via phone, the font in the display was not bold and he had a hard time seeing it. Every timer customer pressed the act button the screen goes blank. Customer's blood glucose was 122 mg/dl. Troubleshooting was performed and after cleaning the battery compartment components the display returned. Self-test was performed and the device passed. However, customer states the menu if faint and is having a hard time reading it. Customer was advised the device needed to be replace but he may continue to use the device until a replacement arrives. Customer agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump powered up properly after the battery was installed and it operating current were within specification. The device was monitored and no blank display anomalies noted. However, the device had ghosting display when the buttons were pressed, problem was isolated to lcd board. No cosmetic damage noted.